Event description:
Additional information received from a healthcare provider via a clinical study reported that on (B)(6) 2026 at the patient's revision, a catheter fracture was also noted at the distal end of the 8782 spinal segments. The affected part of the catheter was the intrathecal/spinal portion. The catheter was cut at the fracture and the pump segment of the catheter was replaced. The previously existing pump segment was unable to be removed and remained implanted. The device diagnosis was a catheter break/cut. The relationship of the event to the device or therapy was a causal relationship and the relationship of the event to the implant procedure was not related. The event was resolved without sequelae on (B)(6) 2026.

Manufacturer narrative:
Continuation of d10: product ID 8781. Serial# (B)(6). Implanted: (B)(6) 2019. Explanted: (B)(6) 2026. Product type catheter. Product ID: 8782. Serial# (B)(6). Implanted: (B)(6) 2023. Explanted: (B)(6) 2026. Product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) who was receiving fentanyl via an implantable pump. It was reported that the hcp stated that the patient went in for a procedure today to figure out why the patient wasn't getting pain relief and they found that the catheter was not attached to the pump. The hcp stated that they put a new pump in today and wanted to connect the ptm to the new pump. The hcp also mentioned they decreased the continuous dose by 75% because the hcp wasn't sure how much medication the patient was receiving with the catheter detached.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2019; explant date (B)(6) 2026 brand name ascenda; product ID 8782 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2023; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.